Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported angina, myocardial infarction and death are listed in the instructions for use (IFU) as known adverse events associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatment appears to be related to the operational context of the procedure. It was reported that the xience stent was implanted with out pre-dilatation (direct stenting). It should be noted that the (IFU) states to pre-dilate the lesion with a ptca catheter of appropriate length and diameter for the vessel/lesion to be treated. Limit the longitudinal length of pre-dilatation by the ptca balloon to avoid creating a region of vessel injury that is outside the boundaries of the xience v stent. In this case, it is not likely that the lack of pre-dilatation caused or contributed to the reported death that occurred after the index procedure.

Event description:
It was reported that approximately 28 months post direct stenting of a xience v stent in the distal right coronary artery, while at home, the patient experienced chest pressure, then collapsed and became unresponsive. Upon arrival of paramedics, the patient was in asystole. Cardio-pulmonary resuscitation was initiated. The patient was intubated and medications were administered. Resuscitation was unsuccessful and the patient was pronounced dead in the emergency room. An angiogram was not done between the index procedure and the time of death to determine if the death was related to the xience stent. Cause of death per the death certificate was myocardial infarction. Although requested, there was no additional information provided.